Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device received with a rotawire.. There was no damage to the rotawire. The rotawire was received inside the rotablator device and was able to be removed with no issues. The advancer and burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, the burr, sheath, coil, and handshake connections were microscopically and visually examined. The annulus was damaged and not rounded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that burr stuck in lesion and vessel dissection occurred. The target lesion was located in the right circumflex artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, while rotablating in the circumflex, it was noted that the burr was stock inside the artery. Device was unable to start again so it was pulled out and this resulted in a dissection of the circumflex artery. The physician put a wire down, used an unspecified balloon, then stented the circumflex and finished the procedure. No further patient complications reported and patient's status was fine.